Event description:
New information noted no lead fracture was visible on x-ray. The lead was capped and replaced on (B)(6) 2017 without any adverse events. The patient was not impacted or harmed by the atrial lead issue.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, atrial tachycardia/ atrial fibrillation episodes caused by oversensing of noise on the atrial lead were observed. The patient was asymptomatic. The clinician reprogrammed atrial sensitivity by turning autosense off and programming to fixed value. The patient was in stable condition before, during and post device interrogation and would continue to be monitored.